Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: though the root cause of the patient¿s drain complications remain unknown, there was no indication the patient experienced a serious injury as a result of this event. There is no evidence of a deficiency or malfunction of any fresenius product(s) or device(s) that caused this patient¿s drain complications. Based on the limited information that was provided, the source of this patient¿s adverse event was more than likely caused by pd catheter complications as opposed to liberty select cycler or fresenius product use. This is evidenced by the patient¿s report of previous catheter complications with unsubstantiated claims the cycler caused these events. The patient had multiple cycler exchanges as discovered in the complaint system since may 2017 (5 documented approved cycler replacements). This provided evidence that a solitary cycler was not the cause for concern, rather the patient¿s response to pd therapy and/or potentially an undiagnosed pd catheter complication. Finally, the most compelling evidence this event was due to pd catheter complications was the outpatient clinic¿s inability to drain the patient manually prior to the reported hospitalization.

Event description:
A dialysis patient, formerly on continuous cyclic peritoneal dialysis [cc(pd)] therapy on the liberty select cycler, reported to fresenius that they were hospitalized due to drain complications during pd therapy. There was an inferred allegation this event was related to the performance of the liberty select cycler in the initial reporting. Upon review of the information provided in the intake, and a follow up with the patient¿s former pd registered nurse (pdrn), it was discovered this patient was hospitalized following drain complications during ccpd therapy on the liberty select cycler. It was stated by the patient that the cycler caused pd catheter (not a fresenius product) issues with two different catheters; however, the exact mechanism that caused his catheter issues was not provided. The exact admission dates and hospital course were not provided but the time period of hospitalization was described by the patient as two weeks in late february into (B)(6) 2023. Per the pdrn, the patient was experiencing drain complications due to unknown etiology prior to this event. Additionally, the outpatient clinic unsuccessfully attempted to manually drain the patient prior to this hospitalization, prompting an emergency department visit and hospital admission. There was no report of the patient experiencing fluid overload or fluid retention related to this hospitalization. It was unknown whether the patient¿s pd catheter was tested for patency during this time. The patient did not report any alarms on his liberty select cycler to the outpatient clinic in reference to the drain complications during this period. The patient has since transitioned to hemodialysis for renal replacement therapy.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A dialysis patient, formerly on continuous cyclic peritoneal dialysis [cc(pd)] therapy on the liberty select cycler, reported to fresenius that they were hospitalized due to drain complications during pd therapy. There was an inferred allegation this event was related to the performance of the liberty select cycler in the initial reporting. Upon review of the information provided in the intake, and a follow up with the patient¿s former pd registered nurse (pdrn), it was discovered this patient was hospitalized following drain complications during ccpd therapy on the liberty select cycler. It was stated by the patient that the cycler caused pd catheter (not a fresenius product) issues with two different catheters; however, the exact mechanism that caused his catheter issues was not provided. The exact admission dates and hospital course were not provided but the time period of hospitalization was described by the patient as two weeks in late (B)(6). 2023. Per the pdrn, the patient was experiencing drain complications due to unknown etiology prior to this event. Additionally, the outpatient clinic unsuccessfully attempted to manually drain the patient prior to this hospitalization, prompting an emergency department visit and hospital admission. There was no report of the patient experiencing fluid overload or fluid retention related to this hospitalization. It was unknown whether the patient¿s pd catheter was tested for patency during this time. The patient did not report any alarms on his liberty select cycler to the outpatient clinic in reference to the drain complications during this period. The patient has since transitioned to hemodialysis for renal replacement therapy.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: though the root cause of the patient¿s drain complications remain unknown, there was no indication the patient experienced a serious injury as a result of this event. There is no evidence of a deficiency or malfunction of any fresenius product(s) or device(s) that caused this patient¿s drain complications. Based on the limited information that was provided, the source of this patient¿s adverse event was more than likely caused by pd catheter complications as opposed to liberty select cycler or fresenius product use. This is evidenced by the patient¿s report of previous catheter complications with unsubstantiated claims the cycler caused these events. The patient had multiple cycler exchanges as discovered in the complaint system since may 2017 (5 documented approved cycler replacements). This provided evidence that a solitary cycler was not the cause for concern, rather the patient¿s response to pd therapy and/or potentially an undiagnosed pd catheter complication. Finally, the most compelling evidence this event was due to pd catheter complications was the outpatient clinic¿s inability to drain the patient manually prior to the reported hospitalization.

Event description:
A dialysis patient, formerly on continuous cyclic peritoneal dialysis [cc(pd)] therapy on the liberty select cycler, reported to fresenius that they were hospitalized due to drain complications during pd therapy. There was an inferred allegation this event was related to the performance of the liberty select cycler in the initial reporting. Upon review of the information provided in the intake, and a follow up with the patient¿s former pd registered nurse (pdrn), it was discovered this patient was hospitalized following drain complications during ccpd therapy on the liberty select cycler. It was stated by the patient that the cycler caused pd catheter (not a fresenius product) issues with two different catheters; however, the exact mechanism that caused his catheter issues was not provided. The exact admission dates and hospital course were not provided but the time period of hospitalization was described by the patient as two weeks in late february into march 2023. Per the pdrn, the patient was experiencing drain complications due to unknown etiology prior to this event. Additionally, the outpatient clinic unsuccessfully attempted to manually drain the patient prior to this hospitalization, prompting an emergency department visit and hospital admission. There was no report of the patient experiencing fluid overload or fluid retention related to this hospitalization. It was unknown whether the patient¿s pd catheter was tested for patency during this time. The patient did not report any alarms on his liberty select cycler to the outpatient clinic in reference to the drain complications during this period. The patient has since transitioned to hemodialysis for renal replacement therapy.